Event description:
Pt reporting pump that was just shipped ((B)(4)) not working properly. The pushrod will not load. They used manual and re-tried loading process. No other info known. Dose or amount: remodulin 45 ng/kg/min, frequency: continuous, route: sq. Dates of use: from (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah. "Did the reported product fault occur while in use with a pt: no, did the product issue cause or contribute to clinical injury: no."